Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump has not been working at all and the patient has been on injections for the last 3 months. There is no allegation of an adverse event. Reporter was unwilling to troubleshoot. This complaint is being reported as the pump is allegedly not working.

Manufacturer narrative:
Follow-up #1: date of submission: 08-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 20-feb-2018 with the following findings: during the investigation, a review of the black box and alarm history showed no activity outside of normal use. The battery compartment and cap were undamaged, and able to fit securely. The display screen contrast was found to be dim and reddish upon start up. The pump¿s ¿ez-prime¿ steps were performed correctly, with no errors occurring during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.